Event description:
The user facility reported water leaking from their reliance cart washer. The water reportedly went out of the room where the device is located and into the department surrounding the device. There are no reports of injury, delayed/cancelled procedures or property damage.

Manufacturer narrative:
A steris service technician inspected the washer and found that the unit drains into a pit via a 4" pvc line. The pvc line shifted, causing the water to splash out of the pit during cycles. The service technician anchored the pvc line to the pit. He tested the unit with no further issue and returned the device to service.